Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc), low sensing values and a sudden increase in pacing impedance measurements in bipolar configuration. The lead was temporarily reprogrammed to unipolar. A revision procedure was subsequently performed where the rv lead was surgically abandoned. A new rv lead was implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc), low sensing values and a sudden increase in pacing impedance measurements in bipolar configuration. The lead was temporarily reprogrammed to unipolar. A revision procedure was subsequently performed where the rv lead was surgically abandoned. A new rv lead was implanted and no additional adverse patient effects were reported. Additional information was received that the value of the impedance measurements was greater than 2500 ohms in both bipolar and unipolar configurations. Oversensing of muscle noise leading to pacing inhibition was also observed. It was further noted that when the rv lead was in unipolar configuration, capture was observed.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The lead was surgically abandoned; thus it is not expected to be returned for analysis.